Event description:
It was reported that the patient was presented with a st-segment elevation myocardial infarction. During preparation of the 3.5x18mm rx vision coronary stent system, the stylet was pulled out without resistance and the stent came with it. It was not noticed that the stent had been removed with the stylet and the delivery system was advanced in the anatomy. It was noticed on angiography that there was no stent on the delivery system. It was then found that the stent had remained on the stylet. The delivery system was removed from the anatomy and another device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure due to the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the complaint device was returned for analysis. The reported stent dislodgement was confirmed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: prior to using the multi-link vision rx, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It was reported the stent dislodged during preparation for use; however it was not noted until the device was inside the anatomy. In this case, the failure to inspect the device prior to entering the anatomy would not have caused or contributed to the stent dislodgement.